Manufacturer narrative:
Analysis results were not available at the time of this report. (B)(4).

Event description:
Additional information was received from a company representative whom confirmed that the date of the pump explant was (B)(6) 2015. According to the information received, the pump was replaced because the motor had stalled. The patient experienced a return of spasticity symptoms. The device had been sent back to the manufacturer for analysis. The patient did not suffer clinical complications related to the event. Information received from a company representative on (B)(6) 2015 indicated that a field contact reported the event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
No eval explain code . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative in regards to a patient from (B)(6) who was being treated with baclofen 2000 mcg/ml (550 mcg/day) intrathecal therapy via an implanted pump. The brand of baclofen and lot number was unknown. The patient was also taking oral baclofen at the time of the event (dose and frequency was not provided). The pump's indication for use (IFU) was not known. The patient's medical history and concomitant medications were unknown. On (B)(6) 2015, the patient showed increased spasticity. A motor stall occurred and had not recovered. The pump was programmed; the motor stall remained. No diagnostics/troubleshooting was performed. The product was not replaced but the physician will plan a pump replacement soon. It was unknown what led to the event. The issue was not resolved at the time of this report. If additional information is received, a follow up report will be sent. On 2015-11-12, additional information was reported from a manufacturer representative. The pump was explanted. The explant date was reported as (B)(6) 2015, however this date is being confirmed.

Manufacturer narrative:
The report source was updated/corrected.

Manufacturer narrative:
Evaluation conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.